Event description:
It was reported y the aci distributor that a middle age male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Peri-procedure, the patient was anti-coagulated with aspirin. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the device was deployed per the IFU but the white tube (advancer tube didn't come out. The device was removed and the patient was converted to 15 minutes of manual compression. The patient was reported as hospitalized for an unrelated and unspecified reason.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The procedural sheath was pulled back against the proximal end of the shuttle. The sealant was flush with the distal end of the shuttle. The sealant grip tip was stuck to the catheter shaft and the shuttle cartridge, probably dry blood. Blood was observed on the proximal end of the sealant upon unsheathing. The advancer tube was found inside the shuttle cartridge. The received condition indicates an incomplete engagement of the advancer tube. The review of the lhr (lot f1224903) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy could not be conclusively determined.